Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2016-01900. It was reported the patient alleged complete effective therapy coverage from her scs system was never established. X-rays taken indicated one of the patient's leads migrated. As a result, surgical intervention took place on (B)(6) 2016 and the lead was explanted and replaced. As it is unknown which lead was explanted and replaced, all possible lots are being reported as such.